Event description:
Customer reports the following: "biomed reported pump having tubing set issue. Biomed cleaned pins, tried multiple cassettes. No patient harm.". Preliminary review of the device logs indicate that this is a setid sensor failure. Although this did not stop an active infusion, the issue is potentially related to an internal CAPA that was opened by fresenius kabi in january 2023 for setid sensor failures. During evaluation of the CAPA, fresenius kabi decided to submit a firm initiated recall (voluntary) to the FDA in march 2023; the FDA has assigned the following recall number in april 2023: z-1313-2023. Reporting due to the referenced technical issue; no adverse effects or serious injuries were reported. More information is needed to complete the investigation.